Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer initially called for assistance with programming the meter into the insulin pump. During the call, the customer reported that she doubled the insulin amount after eating and had low blood glucose of 60 mg/dl. The customer stated she had the paramedics called out but she had already taken food and no care was administered.